Event description:
Reporter alleged high blood glucose device readings and continues to test one to two hours after each test. Reporter stated meter read 240mg/dl and dosed 17 units of insulin and two hours later, it read 92mg/dl. It was reported the values in the device memory did not match the ones alleged written down in customer's log book. Reporter indicated self treating with orange juice and no medical attention was sought or received. A request was made for the return of the suspect product, however, no product returned.